Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26358 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was brought to the catheterization lab and found to be hemodynamically unstable. The patient was intubated and impella cp was implanted for mechanical circulatory support (mcs), and radial access was used for percutaneous coronary intervention to the left anterior descending artery. After removing the peel away sheath and advancing reposition sheath, a hematoma began to form. Pressure was applied, and patient transferred to unit on impella mcs. Once on the unit, bleeding complications continued. A vascular surgeon was consulted as the bleeding in groin was uncontrolled. Consequently, the impella cp device was removed with femoral artery repair. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).